Manufacturer narrative:
The introducer was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the physician was unable to aspirate the introducer. Air was continually pulled back rather than fluid. There was no visual issue with the stopcock or valve. The introducer was subsequently withdrawn and replaced with a no one without complication. No patient complications have been reported as a result of this event.